Event description:
It was reported that the device was found in backup mode. The device delivered inappropriate high voltage therapy during an episode of atrial fibrillation. The physician alleged that the device was in backup mode because the device reached its elective replacement indicator (eri). No intervention was performed; no device replacement was performed due to patient condition. The patient was stable and there were no adverse consequences.